Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). The device is a part of the shortened replacement window advisory. At this time, the twenty seven month battery voltage is unknown. Technical services (ts) suggested that the battery was depleting at a rapid rate and early replacement should be considered. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.